Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information reported on user facility medwatch report # (B)(4). The referenced of the patient's heartmate 2 to heartmate 3 exchange was reported under MFR# 2916596-2019-04992. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 a patient who was recently exchanged from a chronically infected heartmate 2-(B)(6) presented with worsening pain and erythema of the new driveline tract requiring 4 weeks of IV antibiotics. No surgical intervention at this time. No additional information provided.